Event description:
The planned surgery on the dorsal cervical spine included a screw fixation c1/c3/c4. When checking the screw position in the 3d scan after screw placement, the surgeons were not satisfied with the screw position of a c1 screw. A new 3d scan was performed and a new c1 screw was planned intraoperatively. When approaching the trajectory, the robotic arm stopped far away from the final position and only showed a yellow frame. The end effector was so far away that the instruments did not reach the bone. Resetting the software and moving the robot arm manually did not change anything. Because the robot arm was too far away, the c1 screw had to be inserted manually (with navigation of the robot), but not by the end effector.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The software detected and alerted the user of excessive deflection forces on the load cell. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can led to the misplacement of screws. The software correctly detected the force and alerted the user of it. The user replaced the misplaced implants intra-operatively by creating a new case plan. All other implants were placed according to plan with no adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. . The cause of the reported issue can be traced to user technique.